Event description:
The device was implanted in 2001. In 2004, the facility's medical director informed the MFR's territory manager of the following: the valve was leaking when the 14ga needle was removed and as a result, the valve and catheter were removed and replaced in 2004. No further details were provided.